Event description:
Caller reported potential false positive troponin I (tni) result on triage profiler sob 25 test kit. No dates for data collected and no further pt info provided.

Manufacturer narrative:
Investigation pending.